Event description:
A surgeon reported thermal burns occurred in several pts during use of the product. The surgeon stated that observed no aspiration of irrigating solution. There have been no pt identifiers and no lot numbers provided. Once case required suture.